Event description:
During a premature ventricular contraction ablation procedure, the tip of the catheter was blocked with blood and the irrigation of saline was obstructed. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. The catheter functioned per requirements during an irrigation flow test and was manually primed with no resistance noted. No visual anomalies were noted within the distal tip or kerfs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported incident remains unknown.